Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device was tested and it was determined that it had vibration. During repair, it was determined that the bearings were worn out causing the vibration. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.